Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 1 was not detected on bus and bus cable not seated properly. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found that the bus cable was not seated properly. Fse checked and reseated the bus cables, cleaned the area for medications and debris, and rebooted the station. The drawer was successfully detected after reboot. The system functioned as intended after the field service engineer repaired the device.